Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge and it will take longer to charge. The patient underwent an ipg replacement and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2024 from date manufacturer was made aware.